Event description:
Boston scientific received information that during this subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, there were problems with hypotension which continued throughout the case. It was noted that this was the physician's first s-ICD implant and it took three hours, as the physician was taking his time and being very thorough. There were no device complications during the case. Sensing was good in both primary and secondary vectors, but the alternate vector showed small signals. The device was programmed to 190 and 220 bpm for therapy zones and auto setup chose primary with a 1x gain for sensing. After the procedure (pocket was closed), the anesthesiologist noted the patient's complex changed, patient flat-lined and the device delivered a shock. A percutaneous ventricular assist device was then placed and additional resuscitation efforts were administered and the patient stabilized. Therapy was then programmed off and left off per the physician's request. Later that evening, the patient coded again and was resuscitated. The following morning, another code was called. This time, the decision was made not to resuscitate and the patient passed away. The physician stated the death was not related to the system or implant, rather the patient was very ill prior to the procedure. It was suspected the patient suffered a pulmonary embolism. The patient had been on coumadin, but was taken off prior to the procedure. An autopsy was going to be performed, but was cancelled. The reason was not known. The field representative was not aware if the products were explanted after the patient passed away.

Manufacturer narrative:
Device data was reviewed and it was determined the shock delivered was inappropriate. It appeared the patient had maintained a slow heart rate throughout the event, but due to very low amplitude morphology, there was oversensing which caused the inappropriate shock. R-waves were measuring approximately 0.16-0.14mv. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report is being filed to correct the MDR report type./ the original report was filed under report # 2124215-2014-03891.